Manufacturer narrative:
A united states customer contacted the siemens customer care center and reported that falsely depressed creatinine_2 (crea_2) results were obtained on three patient samples on an atellica ch 930 analyzer. The customer inspected the instrument and found a water drip from wash reaction probe 5. Siemens remotely assisted the customer and found reagent 1 (r1) did not detect water in drain and dilution probe errors. The customer performed dilution arm and r1 arm subsystem auto checks and quality control (qc), which passed . A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse replaced valve 17 (v17) on water manifold which control water going to probe 5 on reaction washer. Then, the cse performed auto check which passed. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely depressed creatinine_2 (crea_2) results were obtained on three patient samples on an atellica ch 930 analyzer. The initial results were reported to the physician(s) and were questioned. The samples were reprocessed on alternate atellica ch 930 analyzers and higher results were obtained. The repeat results were reported as correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed crea_2 results.